Manufacturer narrative:
An event regarding instability involving an unknown stryker baseplate was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devises were not returned for evaluation. A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker tibial component. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unknown, description: unk stryker femoral component; cat # unk, lot # unknown, description: unk stryker patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The subject was enrolled in the post market triathlon ts study. During a monitoring visit, crfs were reviewed and indicated that stryker components were revised with the triathlon ts system.

Event description:
The subject was enrolled in the post market (B)(4) study. During a monitoring visit, crfs were reviewed and indicated that stryker components were revised with the triathlon ts system.